Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, it is likely that a component failure led to the loss of light transmission; however, the cause of the brown staining observed beneath the light guide (lg) cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope was observed to exhibit brown stains beneath the light guide (lg) cover and failed to transmit light. There was no patient involvement.